Manufacturer narrative:
Follow up #2: this supplemental has been submitted as the evaluation method code was omitted from followup #1.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On august 25, 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultraeasy meter read inaccurately erratic. The complaint was classified based on the customer care advocate (csr) documentation and additional information obtained when a senior cs representative reviewed the call. The patient did not specify when the meter started to read inaccurately, but reported that on the morning of (B)(6) 2015 at 7:30am she obtained a blood glucose result of "157 mg/dl" on the subject meter. The patient indicated that this result had been higher than usual, so at 8:10am she performed a second test to check the meter's precision and obtained a result of "167 mg/dl". The time difference of greater than 20 minutes makes this comparison invalid for the purposes of determining an inaccuracy. The patient indicated that her doctor had recently decreased her insulin doses as her results had been lower. The patient manages her diabetes with insulin (no adjustments). She denied making any changes to her usual diabetes management routine as a result of obtained the alleged inaccurate results. She claimed that on the afternoon of (B)(6) 2015, she developed symptoms of "dizziness and cold sweats". No treatment for these symptoms was specified. The patient reported that at 10:30pm on (B)(6) 2015, the she increased her insulin dose from 42 to 44 units. The csr noted that "despite [the fact] that she increased her insulin, meter shows high results that she can't understand". At the time of troubleshooting, the csr noted that the patient had obtained samples from the same approved sample site and the meter was set to the correct unit of measure. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips passed all testing. During testing the meter was found to be set to cal code 32 when it arrived at the lab. It should have been set at 25 for accurate testing. All results within range for cal code 25 however 32 would have given out of range results for the customer. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.